Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The drawer was not communicating with the bus, and there were no lights on the board. The customer had tried rebooting the unit, unplugging the ribbon cable, and reattaching it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board and pyxibus module controller board was faulty. A field service engineer replaced the faulty boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.